Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, likely caused by minute device mobility, is suspected to be the reason for the reported limited access to sound. However to determine an exact root cause a device investigation of the explanted device is necessary. Due to the patient's medical history and ossification of the cochlea re-implantation is not being considered.

Event description:
The patient has limited access to sound with the device. The concerned device will remain in place and the patient will continue to use the contralateral device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limited access to sound with the device. At this time the patient's family has decided against re-implantation.